Event description:
It was reported that this electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks in more than a single episode. The noise was felt to be consistent with myopotentials. Additionally, small r-wave signal amplitude measurements were observed. The position of the electrode was noted to be too high and on the pectoral muscle. Surgical intervention was undertaken. The electrode was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.